Manufacturer narrative:
Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to improper component placement and renal artery occlusion. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Manufacturer narrative:
(B)(4).

Event description:
In a review of published literature, these findings were noted: shingo issiki, et al. "A case report: temporary coverage of left renal artery during endovascular aortic repair using the gore excluder." Journal of japan society for vascular surgery, 2009, vol.18 no.6 page651. On (B)(6) 2009, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore; excluder; aaa endoprostheses. As the balloon catheter was advanced to the proximal edge of the trunk ipsilateral leg component, the device inadvertently moved proximally and covered the left renal artery completely. The physician inflated the balloon in the ipsilateral leg and succeeded in pulling the device downward to restore the blood flow into the renal artery. The final angiogram showed no delay in the flow. The procedure concluded without any other reported issues. The patient tolerated the procedure.

Manufacturer narrative:
Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to improper component placement and renal artery occlusion. Results pending completion of evaluation.